Manufacturer narrative:
Concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on post operative distal pancreatectomy and splenectomy, the patient was brought back to the operating room due to demonstrated bleeding at the staple line on the pancreas. The surgeon performed exploratory laparotomy and identified the bleeding location as the buttressed load on the pancreas. Surgeon oversewed on pancreas and washed out the surgical area then closed. There was a blood loss during the initial procedure with 50ml. And blood loss during second procedure including a wash with 2300ml. It was noted that the surgeon indicated that the patient received medication an hour prior to bleeding. The event has extended the patient hospitalization and the patient was put in the intensive care unit as a result.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a staple line bleeding. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.